Event description:
Clinically, implants looked excellent. They had been placed for a couple of years. The patient was having sinus issues and was worried the implants were causing it and wanted them removed. They were integrated.